Manufacturer narrative:
Other, no information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damaged components. The circuit did not pass the leak test and the breathing bag has a tear. The root cause of the reported issue was found to be material damage during process handling. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported during a pre-use check, the breathing bag did not inflate. No patient injury was reported.